Event description:
It was reported that this right atrial (ra) lead exhibited noise, with no oversensing and no pacing inhibition. The rv lead remains implanted. No adverse patient effects were reported. New information was received that this ra lead was explanted due to fractures. Besides surgical intervention, no adverse patient effects were reported. This ra lead was discarded at the facility and will not be returned for analysis.

Manufacturer narrative:
This lead was discarded. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of have been found to be a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.